Manufacturer narrative:
(B)(4). The customer reported the device was unable to detect the battery. No pt involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device was unable to detect the battery. No pt involvement was reported.